Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s husband. The patient was implanted with a neurostimulator for non-malignant pain. It was reported that the implant doctor ¿didn't install the implantable neurostimulator (ins) correctly, so another doctor had to re-install it an then it worked just fine¿. There were no further complications reported or anticipated.